Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A complete lead was returned in two pieces measuring 52.0 cm. Final analysis found an external insulation abrasion noted at 17.3 cm to 17.4 cm from the connector pin consistent with lead friction to the can.

Event description:
This report is to advise of an event observed during analysis.